Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was displaying a ready state but would not execute the exposure function. In troubleshooting technical services advised site to reboot the system and disconnect cabling. Reboot system back up and reconnect cabling. Execute the function using the hand switch and/or the foot pedal. There was no patient present.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and power supply 1 voltage as found: 4.68 vdc. Cleaned connectors voltage: 5.16 vdc. Voltage was unstable after adjustment. Replaced power supply 1 for drifting and unstable voltage per manual. Adjusted powersupply 1 voltage to 5.15 vdc. Performed system checkout. System functions as intended. The bi71000450 was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Unresponsive to hand switch." Installed powersupply 1 in imaging test system. The system initialized. Generator, communication and charging readied. Powersupply 1 output voltage was 5.20vdc. 2d and 3d images were successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6); rev. F medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2)medtronic representative went to the site to test the imaging system b01,c02,d02- are applicable the bi71000450 was returned to the manufacturer for analysis b01,c19,d14- are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.